Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the ttc removal tool was broken off into the implant, inside the patient, during removal attempts.

Manufacturer narrative:
It was repported that the ttc removal tool was broken off into the implant, inside the patient, during removal attempts. There was one similar complaint identified for a broke dynanail ttc removal tool with a root cause of incorrect surgical technique. There were no abnormalities in regards to DHR review for the removal tool. The damaged removal tool was not returned so visual and dimensional inspection did not occur. Simulated use testing did not occur. The reporter stated the "ttc removal tool was broken off into the implant, inside the patient" and was unable to be removed. As the nail was implanted for approximately 16 months and the reporter stated the joints were completely healed, potential boney ingrowth into nail may have occurred, increasing the force required to remove the dynanail. However, there were no x-rays provided of the construct to confirm and no excessive growth noted. Due to the limited information provided as well as the removal tool not being removed, the root cause shall remain as unknown.